Manufacturer narrative:
The customer returned the meter for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.4 inr, donor 1 hct: 54%, donor 2 hct: 50% . Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.4 inr , customer meter with masterlot strips: 2.5 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The patient was taking an antibiotic, per product labeling this is known to interfere with the accuracy of inr results.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer received questionable results for two patient samples from coaguchek xs serial number (B)(4). Of the data provided, only the results for one of the patients were discrepant. The result at 10:40 am was 3.3 inr and the result at 10:55 am was 1.3 inr. The customer used different hands with fingers that had not been punctured within 24 hours. The patient was requested to get retested in a laboratory. There was no allegation of an adverse event. The patient was stable and well. The patient had no hematocrit issues, no other heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 247896) were tested in comparison with the current master. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.